Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. We have evaluated the batch reports and retain samples. We cannot find anything unusual. We have to assume that the patient is sensitive for one or more of the ingredients.

Event description:
It was reported that a patient experienced an allergic reaction to impressix alginate impression material. The patient was sent to the ER for treatment. Additional details have been requested, but are not yet available.